Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. B. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc had the plunger loose and came right out and a lot of material was lost. Patient contact did occur; healthcare professional reported ¿I was releasing material (pulling back as I move it out, my technique) and pulling slowly out of the skin¿ and ¿all the contents of the syringe spattered out on [the patient's] cheek in a glob." No injuries reported. The packaged needle was used.